Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The service technician confirmed the reported issue. The service technician replaced the printed circuit board assembly (pcba) power management and pcba motor control and the problem was resolved. Device returned to full functionality.

Event description:
The customer reported unit with a blank display. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.